Manufacturer narrative:
The insulin pump was received with no up arrow button response due to an unlocked j2/lcd keypad connector. The pump was received with a partially broken reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she dropped her insulin pump and now the up arrow button is not working. Customer's blood glucose was 246 mg/dl at the time of the incident. Customer stated that her blood glucose is running a little high because she has a uti but it is usually normal. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.